Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system, exhibited a fault code indicate of a shorted circuit condition, following a shock while in the shower. Data was sent to technical services who later confirmed the device was at end of life and had recorded a shorted lead fault code. Following this fault code, several extended charge time fault codes were also recorded. A device change/lead revision, had already been planned and was later completed. The device was later returned for analysis; however to date, this lead not received. The field representative reported at the replacement, the lead was tested and examined but could not find any obvious performance issues. No resulting adverse patient effects were reported prior to, nor during the revision.